Event description:
This report was received by baxter global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information by a nurse from the USA of transfer set disconnected and fell on floor and peritonitis with culture positive for enterococcus in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On an unspecified date in 2011, the transfer set disconnected and fell on the floor. On (B)(6) 2011, the patient was diagnosed with peritonitis. The cause of the peritonitis was the transfer set became disconnected and fell on the floor. Treatment information was not reported. The patient was not hospitalized and was recovering from the peritonitis. Dianeal therapy was ongoing. Concomitant medications were not reported. On (B)(6) 2011 baxter product surveillance spoke to the peritoneal dialysis nurse (pdn) at the dialysis clinic and received the following additional information. The transfer set disconnected from the "plastic" adapter as the patient got out of the shower. The patient did not know how it happened other than the connection loosened while taking a shower and fell on the floor as the patient stepped out of the shower. The pdn confirmed there was no known problem with the transfer set. The pdn stated the transfer set was replaced and the patient now has a metal adapter (unspecified). The brand (manufacturer) of the plastic adapter is not known as the pdn stated, it is placed in the hospital. The pdn stated the cause of the disconnection is unknown and there is no product allegation against a baxter device or solution. An opinion of causality was not provided for the event of transfer set disconnected and fell on floor.

Manufacturer narrative:
(B)(4). This complaint was not confirmed due to lack of sample available for evaluation. The complaint text indicates peritonitis which may be related to a separation having occurred between the transfer set and a non-baxter plastic catheter adapter. Since the product samples are not available for evaluation any problem or specific causal agent cannot be determined for this case. No assignable cause was determined. A review of all batch record documents was performed on potentially associated lots h11d12038 and h11b07024 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). As the patient's transfer set was replaced the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 1 involved in this peritonitis event.